Event description:
It is reported that the drill bit fractured when inserted into the tibia cut block.

Manufacturer narrative:
Evaluation summary: as returned, the fluted end of the drill has fractured off from the device and it appears that the part was cut from the shank area in 2 pieces. The drill is bent and shows circular striations and gouging marks at the end of the flutes. The fractured piece as well as the mating component were not returned for evaluation. Cause cannot be definitively determined. H6: the device meets specifications as measured. Additionally, the device history records could not be reviewed due to insufficient info.